Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. After deployment of the trunk-ipsilateral leg component, the physician was unable to cannulate the contralateral gate, therefore the physician decided to utilize a cross-over technique in order to gain access to the contralateral gate. A guidewire was placed from the right side to the left side using a goose neck catheter, however when pulling down on the guidewire from the contralateral femoral artery, the trunk-ipsilateral left component was pulled distally into the aneurysm sac. The distance from the proximal end of the device to the lowest renal artery was 40mm. Therefore the physician deployed three aortic extender components in an attempt to obtain proximal seal. However, at the end of the procedure a proximal type I endoleak was identified. The physician decided not to treat the endoleak. The pt was in good condition.